Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas c 702 analyzer. The initial result was 0.88 mmol/l and the repeat result was 0.92 mmol/l. The result from a point-of-care blood glucose meter was 8.2 mmol/l.

Manufacturer narrative:
The analyzer serial number was (B)(6). The investigation is ongoing.